Event description:
Pt is an (B)(6) m with urethral stricture disease whose bladder is managed with indwelling suprapubic tube. Over weekend of (B)(6), spt was changed but afterward had poor drainage and leakage around catheter. Urology contacted (B)(6) 2015 because nursing unable to deflate catheter to change. Pt brought to urology clinic and despite numerous attempts catheter balloon could not be deflated. Urethra that stricture which prevented placement of foley balloon. Eventually to re-establish bladder drainage, the catheter of the suprapubic tube was cut at skin and allowed to fall into the bladder. Cystoscopy through the suprapubic tube tract showed the balloon to still be inflated. Attempts at puncturing and deflating the balloon were unsuccessful. Plan now for cystoscopy in operating room, possible internal urethrotomy, and removal of foreign body. Diagnosis: bladder foreign body. Procedures: (B)(6) 2015; removal of bladder foreign body, (sp tube fragment); exchange of suprapubic tube. Bard suprapubic catheter from (B)(6) 2015 - (B)(6) 2015.